Event description:
It was reported that the puncture site was closed with an angio-seal device. One day later, the pt started to bleed at the puncture site while walking. Surgery was performed to seal the puncture site. The pt had a blood transfusion. The pt was discharged in good condition.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal device instructions for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g, participation in an angio-seal physician instruction program or equivalent. The IFU state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.